Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the ptfe pad was partially peeled from the jaw. There were contact marks on the surface of the probe and the metal part of the jaw. Short circuit error occurred when seal mode was activated with closing the grasping section. The manufacturing record was reviewed with no irregularities. This type of ptfe pad damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the ptfe pad was partially peeled when the user continued to activate seal & cut mode without contacting tissue (including after the tissue already cut). There is a possibility that the error occurred and seal & cut mode didn't work since the ptfe pad on the jaw was worn, and consequently the probe contacted with the metal part of the jaw. The instruction manual of the subject device already states; warnings: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
The subject device was used during a adnexectomy. Seal & cut error occurred when the probe check was performed. After that, the user activated the seal & cut mode bottom but the tissue was not cut. The intended procedure was continued. The user coagulated the tissue with seal mode and cut the tissue with the scissors. There was no patient injury reported. No further information was reported. Olympus medical systems corp. (Omsc) received device. And as a result of omsc's investigation, it was found that the ptfe pad was partially peeled from the jaw on (B)(6) 2016.